Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scanned values while using the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2021, the customer reported an unspecified low scan reading, experienced a seizure, and was provided unspecified medical treatment by an healthcare professional. The customer also indicated she was hospitalized for 13 days; however, the reason for hospitalization is unknown and the customer refused to continue the troubleshooting process. No further information was provided. There was no report of death or permanent injury associated with this event.